Event description:
A report was received that the patient was having frequent and extended time charging the ipg. It was stated that the spinal cord stimulator had failed. The physician suspected that the device was not charging properly. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. The device was not returned to bsn

Event description:
A report was received that the patient was having frequent and extended time charging the ipg. It was stated that the spinal cord stimulator had failed. The physician suspected that the device was not charging properly. The patient will undergo an ipg replacement.